Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. Insulin injections and boluses via the pump were used to address the high bg level. The cause of the high bg was not known. A pump system check performed and no device issues were identified. The cannula was removed and no damage was observed. The cannula was changed out and insulin delivery was resumed. The contact declined further follow-up.